Event description:
A patient with severe restenosis in a saphenous vein graft after coronary artery bypass graft was treated with a bare metal stent. After significant in-stent stenosis was found, it was treated with a cypher stent. Six weeks later, testing revealed evidence of localized hypersensitivity and luminal narrowing.